Event description:
It was reported that there was high thresholds on the ventricular lead. The patient is further noted to be deceased and died in a manner unrelated to the device system.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID addrl1 implanted: 2012 (B)(6); product ID 5076 implanted 2013 (B)(6). (B)(4).